Manufacturer narrative:
Field service engineer (fse) replaced the co2 reference electrode and filled an empty damper. No issues were found with the flowcell or electron injection cup. Fse also replaced preamp board and verified performance according to established procedures. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that she had obtained high co2 results and low anion gaps on (B)(6) 2011 from a synchron lx 20 pro system. Customer had repeated the samples on another analyzer when anion gaps flagged and amended results. Customer provided one verbal example whereby the instrument generated a co2 result of 30 mmol/l and a repeat of 22 mmol/l (reported). Customer stated that she did not know exactly how many erroneous results were generated although she stated that no erroneous results were reported out of the lab. Customer mentioned that she had changed co2 electrode which seemed to have resolved the issue for about 4 hours. Co2 calibration failed afterwards due to ion selective electrode (ise) digital to analog conversion (dac) setting failed. Customer refused to provide additional result printouts because she did not have time to find and fax them to bec.